Event description:
The customer reported that while the unit was in use on a pt, the unit generated an electrical test failure code 53 (shuttle transducer offset failure). In addition, the unit would not autofill. The pt was switched to another unit and therapy was continued. No pt injury was reported.